Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. As per the IFU is contraindicated to perform an ablation when the patient has a UDI installed. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on june 20th, a novasure procedure was performed and the procedure went fine with no issues. On june 22nd, the patient went to the emergency room complaining of abdominal pains. It was found that the patient had an iud installed when the doctor performed the novasure, the doctor had not performed a hysteroscopy before performing the novasure. The patient was admitted to the hospital and is scheduled to have a hysterectomy on june 23rd. No additional information is available.